Manufacturer narrative:
Additional information received: surgical delay reported; however, unknown for how long. The surgeon repaired the affected dura and completed the procedure.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - product was returned, and the following was performed on the returned unit: the perforator unit was inspected using the unaided eye. Unit was observed to be lightly soiled, but not other anomalies were observed. IFU testing was performed as intended with no problems and met acceptance criteria. Testing included: ¿ applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. ¿ when engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. ¿ ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Although the complaint was not confirmed, root cause was investigated and potential causes of failure include: perforator components cannot withstand multiple sterilizations/uses, impact introduction of drill to skull able to cause scoring on the pin/triangle/slot interface, inadequate spring (k-factor and/or length), drill used for multiple holes; chatter/deformation of pin/slot interface, drill allows to be set incorrectly, incorrect specification of surface finish for inner drill outer drill and pin, or user misuse.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator continued to cut and plunged into the patient's brain. It is unknown if there was any patient injury and/or surgical delay.